Event description:
A customer reported that the insulin gauge on their pump displayed an amount that was different than expected, showing 37 units instead of the expected 220 units, with the difference exceeding 30 units. There was no adverse impact to the customer¿s blood glucose level reported. Customer technical support educated the customer to use room temperature insulin when filling the cartridge, and guided them through filling and loading a new cartridge. The customer was advised to monitor the situation and follow up if necessary.